Event description:
This console was not on a pt. Complainant reported that while performing a routine console checkout, the circuit breaker tipped one time when power was reconnected. The circuit breaker was replaced and the routine console checked out was successfully completed. This alleged product malfunction poses no risk to a pt because it occurred during a routine console checkout, and it does nto negate the ability of the console to continue to perform its life-sustaining functions.